Manufacturer narrative:
Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. It is unknown if any parts or repair has been conducted. If additional information is later obtained, the complaint will be reopened.

Event description:
It was reported to philips that the device turned off and on by itself. The device was in use on a patient at the time of the event. The ventilator was swapped with no patient or user harm reported. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed was unable to duplicate the reported issue. The biomed stated there was an error code for system shutdown followed right away by error codes for startup in the event log. The rse advised the biomed to perform full performance verification testing (pvt) and then set the unit up on a test lung and monitor it to see if it repeats. The rse also advised to discuss with a respiratory therapist (rt) to see who witnessed the event to get more detail.